Event description:
Information was received from a healthcare professional via manufacturer representative regarding a trial patient with a wireless external neurostimulator (wens). It was reported that patient reported new pain at the entry point of her left side trial lead. This new pain started suddenly on 5/16 and hcp recommended the patient go to the ER as it happened over the weekend when hcp office was closed. Patient arrived at the ER the night of 5/16 and had trial leads pulled there. Patient was going to be getting MRI and other work ups done as ed doc suspected an infection. Patient advised that the ed physician said there was infection present. Patient advised that she was put on antibiotics for it. Patient also advised that she left the hospital on 5/17 prior to being discharged because she had to get home to her family. The managing pain physician¿s office advised on 5/18 that patient called in with severe pain and was directed back to the ed for treatment.

Manufacturer narrative:
Continuation of d10: product ID: 977d260, lot#: va39l09034, serial#: (B)(6), implanted: on (B)(6) 2026, explanted: on (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot#: (B)(6), ubd: 18-mar-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.